Manufacturer narrative:
(B)(4). Date sent: 12/15/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, the staples were malformed with irregular shapes with a blue reload on the first firing. Suture was used to complete the procedure. There was no adverse consequence for the patient reported.